Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2016. This report is filed on february 03, 2017.